Event description:
New information noted that patient had presented in the hospital after receiving an inappropriate shock from the device. The device was not able to be interrogated. Patient was noted to have an irregular pulse. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator was explanted and replaced due to premature battery depletion. The patient's device is on the ICD advisory list and had been monitored. More information was requested but not provided.